Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed the helix electrode consistently extended and retract within four turns. Helix, fully extended, measured .079 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure, the helix was unable to be consistently extended and retracted. Consequently, this lead was removed and uneventfully replaced with a same brand device.